Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the under infusion, which was reproduced during evaluation. The device under infused less than 10% and found the pressure plates to be out of specification. The device was reworked. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.404ml (-5.96%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.653ml (-5.388%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 95.260ml (-4.74%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 192.343ml (-3.783%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 242.347ml (-3.0612%). (B)(4).

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has been unable to successfully complete the incoming testing. The device specifically has failed the gravimetric high flow test (800 mls) portion during preventive maintenance testing. It was also reported there was no patient involvement.